Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a middle-aged female underwent a diagnostic peripheral procedure on (B)(6) 2011. Access was obtained via a 6f procedural sheath. Initially it was believed the stick was at the common femoral bifurcation, however, the bifurcation was reported to be high, thus resulting in a profunda stick. Pre-procedural angiogram showed the vessel to be less than 5mm in size and there was presence of pvd in the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, chose to use the device for femoral arterial closure. There was no information provided of the procedural steps taken in the deployment of the mynx. Post procedure the perfusion in the patient's leg was noted to be slow and it was believed that the sealant was deployed intravascularly in the artery. Another femoral angiogram was taken and it demonstrated a flow defect in the right femoral artery (rfa). The patient was then prepped for a percutaneous transluminal angioplasty (pta) procedure to balloon and compress what was believed to be the sealant that was blocking the arterial flow. The flow was restored and the patient's pulses were good. The patient was under the care of the vascular surgeon. The patient stayed in the hospital overnight per hospital protocol and was ambulated and discharged to home the following day ((B)(6) 2011). There was no report of patient clinical sequela.